Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a lesion in the mid left anterior descending artery (lad). Vessel sizing was done using intravascular ultrasound (ivus). A 3.0 x 28 mm absorb scaffold was implanted and post-dilated with a non-compliant balloon at 22 atmospheres. The final residual stenosis was less than 10% and the scaffold was confirmed to be well apposed. The patient returned on (B)(6) 2017 with chest pain and a thallium scan showed positive. Percutaneous coronary intervention was done and restenosis was found in the absorb scaffold. A 3.5 x 33mm xience alpine stent was implanted for treatment. Fractional flow reserve (ffr) was increased from 0.78 to 0.92. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded: the optical coherence tomography (oct) pullback run provided clearly shows new tissue inside of the length of the absorb scaffold, which is confirmed with before and after still oct images. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related cine review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.